Manufacturer narrative:
The calibration signals were within expectations. The special hormonal status of ivf patients may cause certain patient-specific metabolites affecting the results from the estradiol iii assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The field service engineer checked the hardware and found no abnormalities. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas e411 immunoassay analyzer (rack system). When repeated with dilution, the sample obtained lower than the expected results and they were within the measuring range. Initial result: 3000 pg/ml (accompanied by a data flag). 1st repeat result: 2159 pg/ml (with a dilution factor of 10). 2nd repeat result: 3000 pg/ml (accompanied by a data flag). 3rd repeat result: 2083 pg/ml (with a dilution factor of 10). On (B)(6)2024, the original sample was then tested on a different roche instrument resulting in similar e2 iii values: 4th repeat result: 3000 ng/l (accompanied by a data flag). 5th repeat result: 2030 ng/l (with unknown dilution factor). No questionable results were reported outside the laboratory.